Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was found that the drawer did not open because of a software bug identified as pi 55485. A technical support specialist (tss) remotely accessed the system and confirmed that the drawer was showing as populated. The tss checked the mql and saw that no transaction had gone through. The customer was asked to issue the item again, after which the drawer opened successfully, and the item transaction was recorded. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.